Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power could not be confirmed. The fse powered the instrument on and found the internal calibrations to be as required by the manufacture's specification. The fse recalibrated and verified the pyros are within the manufacturer's specification and checked that the coolant was at max level. All optics passed all pretest requirements. The instruments power was found to meet the clients specific power requirements. Based on fse evaluation, investigation was unable to identify any damage related to the reported allegation. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the console is having low power. There was no patient involvement.

Event description:
It was reported that the console is having low power. There was no patient involvement.